Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000874. Product ID: bi71000444, serial/lot #: -, ubd: , UDI#: ; h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative found the collimator x not moving during initialization. The manufacturer representative checked the collimator assembly cables, connectors, and loosing components and mechanical obstruction. The manufacturer representative verified motion controller for errors, leds and connectors. The manufacturer representative replaced 2d long film (2dlf) collimator with no success. The manufacturer representative replaced rotor motion controller and system was able to initialize. The manufacturer representative exercised the collimator multiple times with no errors reported. The manufacturer representative ran a system checkout as per asm guidelines with satisfactory results. The imaging system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H6: multiple annex g codes were reported. G04035 corresponds to concomitant product bi71000444 that comprises the reported event. G04031 corresponds to concomitant product bi71000874 that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there was an error initializing collimator upon boot up. There was no patient involvement.

Manufacturer narrative:
H3/h6 - evaluation of the returned collimator bi71000874 lot# cm23440 rev.2 found no fault with the component. Codes b01, c19, d14 apply. Evaluation of the returned rotor control box bi71000444 lot# r042023140 rev. F confirmed the reported complaint. The system did not initialize. Codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.